Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stitching the skin to close the wound on an open procedure, the thread broke. The physician used another new same type of device to complete the operation. There was no patient injury.